Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 74002, lot# n583255, product type: adapter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The healthcare provider reported that the extension would not fully engage into the 0-3 adaptor port (74002) intra-op. Another adaptor was used in place, and functioned as normal. The unused pocket adaptor was returned to the manufacturer for product analysis. No patient harm was reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
No anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.